Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the attempted implant of this 30mm annuloplasty band, the patient experienced moderate mitral regurgitation after the device was sutured into place and the patient was taken off of cardiopulmonary bypass (cpb). A transesophageal echocardiogram (tee) showed moderate regurgitation that was "eccentric and anteriorly directed." There was also mild residual prolapse of the scallop of the posterior leaflet. The physician decided to place the patient back on cpb and explant and replace the device with a 26mm annuloplasty band. The regurgitation was resolved successfully. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.